Event description:
It was reported that (2) devices were used during a video assisted thoracic surgery. It was reported by the affiliate that the tsg45 and tsw45 devices' staples malformed. Another device was used to complete the case. There was no consequence to the pt.